Event description:
A malfunction alarm, identified by the code "malf 0," was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact on their blood glucose level. Technical support assisted the customer in resetting the pump, resolving the issue as the malfunction did not recur, and advised them to continue pump use while monitoring for any future occurrences.